Event description:
As reported by the user facility translation of user facility information by bbm sales organization in france: "overinfusion." According to the customer: "the diffuser is empty far before the 24 hours. Medicine used: nacl - acupan."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.